Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are always hurting going down their legs and feel a little pressure, which is why they got the scs device back in june, but now their back is starting to hurt so they wanted to increase their stimulation; agent reviewed instruction. Patient stated when they first got the implant they were driving home and felt a zing or vibration back there when they coughed, but it did not bother them; agent understood as stimulation. Patient commented they had the therapy set real low at 2.3 and 1.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that when they got it put in, and when they cough, they feel it zing-vibrate. The patient said they don't cough much, but when they do they feel it. The patient said they don't hurt, they are getting used to it, otherwise it is fine. The patient noted no further steps would be taken to resolve the issue.